Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 5 infusion sets adhesive on (B)(6) 2024 and other dates being unknown.the infusion set fell off during use. The infusion set was in use for approximately 24 hours. The patient confirmed that infusion set fell of while doing physical activity/sweating, swimming, or bathing. No further information available.

Manufacturer narrative:
Initial and final MDR 1900936- MDR 3003442380-2024-11338- device 3 of 5.